Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having trouble staying connected to the implanted neurostimulator to charge. Patient stated they have to restart the recharger probably a dozen times every morning. Patient also stated the battery won't communicate with the handset a lot of times and it has been a week since they have seen the amount of charge they have. Patient mentioned that it takes them over an hour to charge the implant and they never know what the battery level is. Patient noted the recharging connection will go back and forth between good and excellent. During the call patient service walked patient through resetting the recharger. Patient was able to connect to the implant but the implant battery percentage did not show. Patient repositioned the charger and the connection did not stay on excellent. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger device. Pt mentioned that their implant sticks out a bit. Agent reviewed that if the replacement recharger does not resolve the issue the pt should follow up with their managing healthcare provider (hcp).